Event description:
Per the surgeon's report, this device was explanted in 2006 due to a cholesteotoma. The patient was reimplanted with a new device at that time.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.